Event description:
There was condensation in the balloon packaging. The unit was changed out without pt involvement. (Event complications: none from the event-reported 3/28/97.) (Pt's current status: unk -rpt'd 3/28/97.)

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely folded within its membrane retainers. No balloon pouhces were present. Visual examination revealed droplets of silicone within the membrane retainers near the balloon tip. Probable cause of difficulty: no defect was found in the returned iab. The user perceived the "condensation" to be some type of contamination when, in fact, it was actually silicone. Silicone is used in the wrapping process when a balloon is folded and placed in its membrane retainers. It is common for a residual amount of silicone to remain present within the membrane retainers. In addition, if the contamination was water, the water would have eventually evaporated.